Manufacturer narrative:
We have requested the product from the consumer but have not received to date. Device not returned to the manufacturer.

Event description:
The consumer alleges that the device was position on her back for ten minutes and caused a burn and blistered. The consume did not seek medical attention.

Manufacturer narrative:
We have requested the product from the consumer but have not received to date. On 4/22/2016 - the product was returned and currently under evaluation. On 4/26/2016 - per manufacturer, the unit is 22 years old. Unit works according to temperature and performance specifications. Without blue cover, temperatures are too hot and could cause sensitive skin problems. User pattern not understood, so not sure if being used properly to prevent burns. With all heating pads, the area to be treated should be monitored frequently to be sure no burning occurs. As unit was within performance specifications, it is not known if blue cover was being used or was available. There are multiple settings, so if too hot, consumer could reduce temperatures manually.

Event description:
The consumer alleges that the device was position on her back for ten minutes and caused a burn and blistered. The consumer did not seek medical attention.